Event description:
It was reported that a clearlink system non-dehp solution set leaked. The set was used with cetuximab. The issue was identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.